Event description:
It was reported that the atrial lead exhibited noise. All electrical parameters were fine and the noise was not reproducible. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.